Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a lavh procedure. Reportedly, the jaws of the instrument would not close. The surgeon removed the instrument together with the trocar and subsequently the approximating lever broke. The hosp has reported no pt injury occurred.